Event description:
It was reported that the pump of this artificial urinary sphincter migrated. Three weeks later, a revision surgery was performed to reposition the component. There were no patient complications reported.